Manufacturer narrative:
B3 - date of event - the date of event is unknown, and (B)(6) 2025 has been used as a placeholder. The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
Event occurred regarding chemoclave¿ universal vented vial spike with where it was stated in the report that "based on their internal investigation, some materials were listed as the potential source of the particulates. The isolated particulate was a brown, hair-like fiber that was brittle and shed material when manipulated. There was unknown patient involvement, unknown patient harm and unknown delay in therapy.

Manufacturer narrative:
One (1) photo was shared by a customer, where an unknown brown hair-like is shown, no additional information indicating where this particulate was found, not measures, etc. Customer shared a photo from what looks to be hair-like. However, is unknown the real source of this hair. Without any more information of how or where this condition was found complaint cannot be confirmed. The device history review (DHR) lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.